Manufacturer narrative:
The pump passed some of the functional testing except the self test due to an rf pic failed alarm due to a faulty radio frequency board. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed self-test the last three days. The customer replaced the battery but they continued to have the same issue. Customer's blood glucose level was 17.0 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.